Event description:
Post delivery rn programmed baxter pump to administer pitocin bolus per order and noted that pump was not infusing medication as expected. Also noted that red "999" was on pump but bag still full and drip rate did not match infusion rate.